Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump did not deliver therapy as programmed. It was reported that at the end of the infusion there was 250-300 ml left. There were no injuries or adverse events reported.